Event description:
In (B) (6) 2003, the pump was able to slide around and flipped sideways twice. There were 2 knots in the catheter. The pump had to be 'fixed'. For the last 6-8 weeks, the pt has been feeling itchy all over and falling. The pt heard the pump alarm approximately 5 times. The pt was seen by an internist who prescribed allergy medication, which caused the itching to stop. The pump had been refilled in (B) (6) 2010; the next refill was scheduled for (B) (6) 2010. It was later reported by the hcp that they were not aware of the pump flip in 2003 and didn't have any information regarding that. The pt was seen on (B) (6). The hcp was aware of the pt's increase in spasticity, but they did not mention the itching or falling. Telemetry revealed that the low battery alarm was occurring. The alarm was disabled and a pump replacement surgery was scheduled for (B) (6) 2010. Final outcome was unknown, as the hcp had not heard from the pt since her replacement surgery. The hcp was "assuming that everything is fine" since they had not heard anything.

Manufacturer narrative:
(B) (4).